Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen underneath the protector was damaged so pump display was illegible and touchscreen could not be used. No information was provided regarding impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to place damaged pump in storage mode and return it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on the replacement pump, which customer understood and acknowledged.